Manufacturer narrative:
A review of the architect i1000sr serial number (B)(4) history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding discrepant results. The customer's instrument logs were reviewed using abbottlink. This review did not identify conclusive information to indicate an instrument issue occurred. A review of labeling found that the architect systems operations manual addresses operational precautions and limitations; routine and as needed maintenance procedures, erratic results, and improperly prepared samples. The architect troponin package insert also addresses acceptable samples and provides recommendations for sample handling to ensure consistency in results. A review of complaints for the architect i1000sr did not identify any trends in regards to the current complaint issue. Based on the investigation, no product deficiency was identified for the architect i1000sr, serial number (B)(4).

Event description:
The customer reported falsely elevated architect troponin results on one patient. The results provided were: sid (B)(6) on (B)(6) 2018 = 0.056 / 0.015ng/ml (critical range = >0.034ng/ml). There was no adverse impact to the patient reported. There was no additional patient information provided.